Manufacturer narrative:
Updated blocks: h6 and h9. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated blocks: h3 and h6. During laboratory analysis, the product surveillance technician observed customer network interface control (nic) board #1, nic board #2 and all six netcon cables to function as intended throughout the evaluation. Per data log analysis, on (B)(6) 2019 the system is powered up at 8:06:59 am. A perfusion screen is opened at 8:06:15 am. Starting at 8:27:18 am various pumps and modules started reporting "5v supply voltage test failure" events. Power cycling the system did not resolve the issue. It is likely only modules on one nic were impacted since about 1/2 got 5v errors and the rest did not. Since the gas system reported 5v errors the right nic is most likely the problem side. When the 5v error occurs the main screen would display the error messages as reported. In the perfusion screen a red x will appear on the pump or module icon and an alarm will sound. The likely cause would be the cable connection between the power manager and the right nic (most likely), the power manager, or the nic. The log confirms the complaint but on (B)(6) 2019, not (B)(6) 2019.

Manufacturer narrative:
81 - evaluation is in progress, but not yet concluded.

Manufacturer narrative:
Per the manufacturer's subsidiary, when the user started the device, there was a "small pump error" displayed. Once the user entered the perfusion screen on the central control monitor (ccm), there were multiple red "xs" on the display. The network interface card (nic) board was changed out and the unit was rebooted.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, there was a start up failure. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.